Event description:
It was reported that this pacemaker exhibited farfield oversensing leading to inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.